Manufacturer narrative:
D.4: unique device identifier not available. E.3. Other occupation: pharmacy informatics analyst / healthsight it resource. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medications were not appearing on the pick and delivery report for some pyxis machines. A technical support specialist (tss) identified that med ID (B)(6) was loaded in two pockets at station and determined that the system calculated an aggregate minimum of 30 based on both pockets (0 and 30), requiring the combined quantity to be at or below 30 to appear on the report. Tss validated this behavior by logging into the es webpage, reviewing the medication details in the facility formulary, and executing a query against dsserveroltp using the medication generic name and station details to confirm correct functionality per the knowledge article. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server certain medications were not appearing on the pick and delivery report for some pyxis machines. Specifically, on the bgh main pyxis machine, medications such as oxycodone-acetaminophen 5 mg/325 mg were not being flagged for refill on the report, despite the pocket fallen below the configured minimum level. However, there were no delays or adverse events or injuries reported based on this event.